Event description:
Additional information was received regarding the patient. The increase in seizure was not related to vns. Product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient experienced an increase in seizures. The patient states the increase in seizures has occurred since receiving a head injury resulting from an abusive relationship. However, the physician did not confirm attributing the increase in seizures to the injury. The patient had a prophylactic generator replacement and it is unknown if the replacement is related to the increase in seizures. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.